Manufacturer narrative:
After checking the returned piece, it is most likely that fragments remained in the pt. Aap will send the returned stripped off screw heads to an external laboratory for further eval. With regard to the screw failure statistics, it seems that this is not product related problem.

Event description:
Two standard cortical screws stripped off during insertion: (B)(4), lot l006; (B)(4), lot l011. No further info forwarded so far from the customer.